Event description:
It was reported that the ECG would not operate on the device.

Manufacturer narrative:
User mishandling. The device is an automatic external defibrillator (AED) and the actual device involved was evaluated. The complaint of inoperable ECG was confirmed. The consequence of no ECG is that the user's ability to determine if defibrillation or external pacing is medically necessary is compromised. Investigation determined that the cause of the malfunction was apparently due to mechanical damage to the device. The conclusion is based on the observation of physically bent or damaged internal parts. This type of damage is consistent with dropping or other physical impact to the device. After repairs the device passed acceptance testing and was returned to the customer. The conclusion of the investigation is that the confirmed problem was caused by mechanical damage due to device mishandling or accident.